Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va00dcw, implanted: (B)(6) 2012, product type: lead. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209 178-2017-00376 for concomitant ins information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for movement disorders and dystonia. It was reported that impedance measurements were taken on the patient¿s implantable neurostimulators (ins) and were as follows: c to 0 = 1274 ohms, c to 1 = 1 1177 ohms, c to 2 = 3495 ohms, and c to 3 = 5560 ohms. In addition, contact 0 to 1 = 7232 ohms, 0 to 2 = 4229 ohms, and 0 to 3 = 6190 ohms. Contact 1 to 2 was 3053 and 1 to 3 = 5189 ohms. The combination 2 to 3 showed a value of 3105 ohms. The patient¿s parameters were as follows: 0- c+ amp: 3.6 volts, pw: 210usec, rate: 130hz and a therapy impedance of 520 ohms. An estimate of the ins battery longevity showed an estimated time to elective replacement indicator (eri) was 12.87 months and the time to end-of-service (eos) was calculated to be 15.87 months. A review of the longevity information was ¿ok¿ based on the patient¿s device settings. Follow up information received from the manufacturer¿s representative on (B)(6) 2016 reported that the cause of the high impedance was not determined. No actions were taken as the patient was not utilizing the contacts with the high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.